Event description:
It was reported that the patient experienced a cerebrospinal fluid (csf) leak in addition to other symptoms, and ultimately was going to have the pump removed. The patient initially reported in (B)(6) 2011, a return of symptoms, no effective relief of pain, and a fluid accumulation at the site of the connection in the patient's back due to the csf leak. It was later reported that the patient continued to have spinal fluid leaks since the initial device implant and underwent multiple revisions for the pump, and ultimately it was decided to remove the pump. It was noted that the critical alarm started around (B)(6) 2012, but the reason for alarm was not provided. Device removal was planned for (B)(6) 2012. The medication in the pump was dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2010 (B)(6), product type catheter (B)(4).

Manufacturer narrative:
(B)(4).